Event description:
It was reported that during a laparoscopic gastric sleeve procedure while doing the fourth firing on the stomach, using powered echelon flex, and after stapler closure, release of safety button and push on the firing button, the device didn't respond (battery sound was not even audible) . Several trials were made to open it with no success; it got stacked against the stomach tissue. The surgeon tried to again with the reverse button, but nothing changed, so he finally pulled the manual release, removed the powered echelon and continued the procedure with the standard echelon flex. No patient consequences reported.

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with no cartridge reload loaded on the device. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The device was disassembled to reset the manual override system; the instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Please note if the instrument is partially fired, slide the knife reverse switch forward to return the knife to home position. To open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger.event could not be confirmed as the device closed, fired and opened without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.